Event description:
A review of a literature article, ¿the feasibility of common enterotomy closure using bidirectional barbed sutures in intracorporeal overlap anastomosis during robotic surgery for colon cancer,¿ was reviewed. All of the patients had robotic-assisted colectomies using the da vinci xi surgical system between august 2022 to november 2024. There was a total of 52 patients enrolled in the study (female 21, male 18) whose median age range was 75 years. The goal of the retrospective study was to evaluate safety and feasibility of common enterotomy closure using bidirectional barbed sutures during robotic surgery for colon cancer. The article states that eight post-operative complications occurred after the da vinci surgeries. Two patients experienced persistent intra abdominal inflammation. A wound infection occurred in one patient and paralytic ileus occurred in five patients. The median post-operative length of hospitalization was 9 days. For the patients who developed paralytic ileus, the median post-operative length of hospital stay was 15 days. It is unknown what medical intervention was rendered to the patients who experienced post-operative complications. All of the patients were discharged within 18 days from the index procedure. The authors concluded that common enterotomy closure using bidirectional barbed sutures in intracorporeal overlap anastomosis may be a safe and useful procedure. Furthermore, the authors indicated that no da vinci device malfunctions occurred during any of the procedures included in this study. Also, no da vinci devices caused or contributed to the complications. Additionally, the authors indicated that the post-operative complications were considered standard clinical occurrences related to the surgical nature or patient factors. Study limitations consisted of a small number of cases from a single center and that this study only examined the safety of common enterotomy closure by using bidirectional barbed sutures and did not compare its usefulness and safety with the procedure.

Manufacturer narrative:
Due to the lack of specific information regarding the event date associated with the adverse event, the published date has been used. Citation: shibutani, m., fukuoka, t., kasashima, h., ozawa, s., tanda, h., yonemitsu, k., seki, y., & maeda, k. (2025). The feasibility of common enterotomy closure using bidirectional barbed sutures in intracorporeal overlap anastomosis during robotic surgery for colon cancer. In vivo, 39(3), 1567¿1572. Https://doi.org/10.21873/invivo.13956.